Event description:
It was reported that (1) device was about to be used during an unk procedure. It was reported by the affliate that after resterilization, the h1tuv handpiece shows micro-cracks at the distal part where it is glued together. Another instrument was used to complete the case. There was no consequence to the pt.